Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that because leakage occurred from the insertion site, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is unconfirmed as the problem could not be reproduced. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Tensile weakness was observed in multiple locations along the length of the catheter. The returned catheter was flushed and pressurized with a 12 ml syringe of water; however, no leaks were found. The catheter was found to be patent to infusion and aspiration. A microscopic observation revealed no damage on the returned sample other than the tensile weakness previously observed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that because leakage occurred from the insertion site, the catheter was removed. There was no reported patient injury.